Manufacturer narrative:
Although requested, the AED nor its log files have not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A distributor reported their customer's AED would not power on. They reported that this did not occur during patient use.